Manufacturer narrative:
Additional information: d4, h4. H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection confirmed the dressing was not wound tight. Functional found no issues, establishing a relationship between the device and the reported event. The root cause was identified as process issue. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the profore 18-25cm ankle circ. Case8. Flexible cohesive bandage was crumpled when clinician bandaged patient¿s foot, during treatment. This issue was completed by a competitors device. No injury reported. No delay reported